Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown dose of an unknown concentration of an unknown drug via an implantable infusion pump for non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that the reason the patient was having a magnetic resonance image (MRI) is regarding how the patient was feeling since the pump was not working. MRI was not being done to do any imaging or troubleshooting of the pump. A year ago in (B)(6) 2015 the patient¿s pump was not helping and the patient had pain, fatigue, and sleep problems. The patient¿s dose was lowered to address the fatigue and sleep but did not help the pain. About a month after (B)(6) 2016 the patient was feeling poor and his pain was increasing. Patient though he was hearing some beeping and had several days of pain without the pump helping. During this time the patient with disoriented with dementia like symptoms for 4-5 days and couldn¿t remember things. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 27-dec-2016 from a company representative and it was reported that the pump was explanted yesterday.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving dilaudid (10 mg/ml at 1.656 mg/day) via an implanted pump. The indication for pump use was non-malignant pain and other chronic/intractable pain (trunk/limbs). On (B)(6) 2016 it was reported that a critical pump alarm was occurring and the pump logs indicated that the low battery reset, reset, and safe state alarms had occurred. The reporter stated that they would likely program the pump off as the alarm was bothering the patient; no additional patient symptoms were reported.

Manufacturer narrative:
The previously applied conclusion code is no longer applicable. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Analysis of the pump on 2017-feb-10 revealed a low battery reset of undetermined root cause. As received the pump reservoir had 13 ml of fluid and the pump was in the off state. The pump memory logs showed that the pump had suffered low battery resets in the field. The ir log data showed no motor stalls or motor stall recoveries having occurred during pump life. During internal decontamination and motor function testing, the pump reset. Hybrid function passed testing. The battery resistance test showed a battery resistance of 230 ohms which is under the 317-ohm spec. Considering this passing resistance, the pump received destructive analysis to confirm if any other fluid, electromechanical migration (ecm), or corrosion related anomaly resulting in a short could be found; none was found. Knowing the tendency for the high resistance anomaly to ¿come and go¿ in a suspected battery along with further analysis not showing any other severe anomaly, the reset that occurred in the field and during analysis is consistent with a high resistance battery. Because the return product analysis (rpa) does not have a test that definitively failed, rpa must code this analysis as undetermined cause for the low battery resets. As per the pump¿s log, the pump was administering hydromorphone with concentration 10.0 mg/ml as of (B)(6) 2016. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.